Manufacturer narrative:
The device was not received for analysis at the time of this report; therefore no physical or visual analysis of the product can be performed. The lot number is unknown; therefore the manufacturing batch records for the complaint device cannot be reviewed. As noted in the warnings section of the devices instructions for use (dfu), "if resistance is felt or if the tip's behavior and/or location seem improper, stop manipulating the wire and/or catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the zipwire hydrophilic guidewire's tip, damage to the catheter, or damage to the urinary system. If necessary, remove the zipwire hydrophilic guidewire and ancillary device or scope as a complete unit to avoid complications." As indicated in the precautions section of the device instructions for use (dfu), "the zipwire hydrophilic guidewire should be advanced through the scope in short, deliberate 2-3cm movements to prevent inadvertent damage to the device or patient." At this time it is not possible to assign a definitive root cause for the event as reported. Based on the information provided to date, clinical and/or procedural factors appear to have impacted on the event as reported. If there is any further relevant information provided, a follow up medwatch report will be filed.

Event description:
During withdrawal of guidewire used inside uteroscope during routine cystoscopy, some of the guidewire's coating came off. All pieces were retrieved successfully. Investigation into this event revealed familiarity of the device by the urologist using the wire; as well as that of the ureteroscope was found to be in good operating condition; and the urologist reporting did not encounter any difficulty positioning either guidewire or ureteroscope. Fortunately, the urologist was able to retrieve all sheared pieces of wire coating before he concluded the case.